Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error codes had been recorded. The laboratory validated the issue detected during baseline test, and noticed the programmer touchscreen was working intermittent. The programmer was disassembled in order to validate the properly connection of the involved components and no issues were detected. The cable touch was swapped for a kgu in order to isolate the defect and the issue persisted. Then, swapped the touch controller (blue pca) and noticed the defect disappeared. The programmer was stressed for more than two hours in order to verify the intermittence of the failure. The programmer did not present the touchscreen issue again. Due to the defective touch controller (blue pca), there is a need to change the lcd touchscreen laramie for a kgu in order to fix the current state of the programmer. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the screen of this programmer was unresponsive during interrogation. The programmer was exchanged and returned to boston scientific for analysis. There were no adverse patient effects reported.